Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the pilot tip came off.

Manufacturer narrative:
(H3) based on capa2017-12, the broken devices reported was likely the result of applying a bending moment to the reamers during use, which led to brittle fractures of the pilot tip feature. (H6) evaluation codes: 2199, 1069. (H7) recall. (H9) correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2667-2017, z-2668-2017.